Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 241 mg/dl at the time of the call. The customer did not mention how they were treated. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had a low of 40 mg/dl which they treated with fruits and juice. The customer had a high of 500 mg/dl as well. The insulin pump will not be returned for analysis.